Manufacturer narrative:
The device has not yet returned to manufacturer. The reported problem has not yet been confirmed. Investigation is inconclusive at this time.

Event description:
After decannulation of the crescent catheter, the perfusionist noticed a small fracture just beneath the gold suture ring. There was no effect to the patient nor any additional interventions performed.